Event description:
Three euflexxa knee injections. (B)(6). Following 1st I had stiffness/pain causing difficulty walking from office to car. Second injection less traumatic but still no relief. Following 3rd injection, md said there should be relief by 3 weeks post injection. Contacted md 1 week post injection today inform of knee/leg swelling, pain walking and backpain. Md told me to go see pcp (primary care physician) because sx are not side effects of drug. Now approaching 3 week mark and sx continue to worsen. My knees are worse than prior injections. I have had multiple hyaluronic injections previously and always gotten relief. Last previous injections were supartz. Very frustrated with this ortho and my need now to continually ice, use a cane or walker dye to knees worsening and back pain. Dr (B)(6) with anmed, (B)(6) is the ortho. Knee pain arthritis meniscus damage. Ref reports: mw5162079, mw5162080.